Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported that the patient was admitted to the hospital with symptoms of lightheadedness. The recorded ekgs showed evidence of atrial fibrillation and high capture. A pericardiocentesis was performed. The atrial lead was repositioned.